Manufacturer narrative:
Unique device identifier (UDI): for type of device: holder, head, neurosurgical (skull clamp).

Event description:
The surgeon applied the 3-point skull fixation clamp to the swivel attachment and secured the base unit. The surgeon was standing at the head of the table when he and other members of the surgical team heard a loud "pop." As the patient's head began to fall, the surgeon grabbed the head in an effort to support it. The eeg tech immediately notified the surgeon that the evoked potentials became latent on the left. As soon as the surgeon moved the head and neck back to a neutral position, the signals returned to baseline. A cervical spine x-ray was taken and the anesthesia was reversed. The patient was extubated. The surgeon performed neuro checks (bul/ble). There was no injury to the patient. Manufacturer response for radiolucent skull fixation system, mayfield infinity xr2 base unit and skull cap (per site reporter): will evaluate.

Event description:
The surgeon applied the 3-point skull fixation clamp to the swivel attachment and secured the base unit. The surgeon was standing at the head of the table when he and other members of the surgical team heard a loud "pop." As the patient's head began to fall, the surgeon grabbed the head in an effort to support it. The eeg tech immediately notified the surgeon that the evoked potentials became latent on the left. As soon as the surgeon moved the head and neck back to a neutral position, the signals returned to baseline. A cervical spine x-ray was taken and the anesthesia was reversed. The patient was extubated. The surgeon performed neuro checks (bul/ble). There was no injury to the patient. Manufacturer response for radiolucent skull fixation system, mayfield infinity xr2 base unit and skull cap (per site reporter): will evaluate.